Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that today, after they reset the controller, they noticed that the program intensity changed to 1, so they just wanted to make sure that they settings have not changed. Agent asked if the patient has an adaptivstim, however, patient is not familiar with the term. Agent reviewed that program settings are stored in the implant and not the controller. Agent redirected the patient to their doctor (hcp). Patient mentioned they will reach out to their medtronic rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.